Event description:
It was reported that the patient presented for a generator changes procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise. Since the pocket was open, the physician decided to cap and replaced the atrial lead on (B)(6) 2024. The patient was in stable condition.

Event description:
New information received notes the right atrial (ra) lead exhibited noise oversensing.